Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing person reported that following an intraocular lens (iol) implant procedure, the patient was intolerance to glare and halo, adversely affecting the daily living activities. Additional information has been requested.

Event description:
Additional information has been requested and received that vision was not sharp, crisp, sensitivity to light, eye fatigue. The iol was exchanged in a secondary procedure following the initial procedure. There was no patient harm and no hospitalization.

Manufacturer narrative:
The product investigation could not identify a root cause for the reported complaint. Information was provided that the multifocal, company (3.75cyl), 22.0 diopter (add power +2.2/+3.2) lens was replaced with a non-company, 23.0 diopter, monofocal lens model. No additional information has been provided at this time. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).